Event description:
Healthcare professional, later reported, device was not found to be ruptured. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: right side "slightly ruptured" confirmed by ultrasound.

Event description:
Patient reported "mild pain, uncomfortable, they just don't look right" with a right side "slightly ruptured" . An ultrasound confirmed "possible implant rupture". The device remains implanted.